Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. This event occurred prior to opening of the device or insertion of the device into the patient's body. There is no CAPA associated with the reported event, as there is no new harm or risk identified for the patient or user. This and similar events are monitored and trended via quality data review. Additional health outcomes of the reported event are hemoptysis and respiratory distress. Per the risk/benefit analysis these risks can be characteristic for patients having a right heart catheterization procedure. Hemoptysis and respiratory distress have been identified as a known potential adverse event that may occur as a result of trauma to the pulmonary artery during cardiomems sensor implant.

Event description:
It was reported that the patient experienced hemoptysis during the cardiomems implant procedure and that the patient died. During procedure the physician gained access and proceeded to use a non-abbott guidewire. The physician advanced the wire to the pulmonary artery. The physician used a swan ganz catheter over the wire. The patient coughed a few times, but the physician proceeded with the right heart catheterization. It was then that the patient experienced hemoptysis. The patient's status was deteriorating so the code team was called in to try to resuscitate the patient. The physician did a thoracotomy to try to stop the bleeding. The patient died in the cath lab. The cardiomems sensor was not opened or inserted into the body. No specific cause of death was listed in the patient¿s chart. The physician believed that there must have been a perforation, but one could not be identified.